Event description:
The facility representative reported a fail code 810:11. Information was nor provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of any patient injury or medical intervention.